Manufacturer narrative:
The remote service engineer (rse) performed trouble shooting remotely with biomedical engineer and was able to confirm there was no sound present on the device. It was confirmed that the speaker was defective. A replacement speaker was sent to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed. The customer was provided a replacement speaker assembly to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6).

Event description:
The customer reported that the speaker assembly was defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.